Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified and diffusely diseased segment of the left anterior descending artery. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation at an unknown pressure, the balloon ruptured. The device was replaced, and the procedure was completed with a different device. There were no patient complications.